Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt rec'd an error 6 reading on the lfs meter. She felt shaky, dizzy and confused at the time of testing. The pt ate food and/or drank a beverage after receiving the error 6 message. She retested and rec'd another error 6 message. The pt needed assistance by non-medical professional and did not receive any treatment. Ccr was unable to resolve the issue and sent the pt a new meter and an owner's booklet in spanish.